Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.50mm nc quantum apex¿ balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. There were numerous hypotube kinks. There was a longitudinal burst in the balloon material 1mm proximal of the proximal markerband, and 12mm in length. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 20mm x 2.50mm nc quantum apex balloon catheter was advanced for dilatation. However, the balloon ruptured at 14 atmospheres. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.